Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver displayed an unrecoverable loss of antenna passed threshold. No additional patient or event information is available. Data was received for evaluation. Data was reviewed, the reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.